Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce or observe the reported symptom due to a reload set message. The reported symptom of air in line error was confirmed through the event history log on the device but the log was unable to be downloaded due to a failed processor pcb. The alleged air in line was able to be confirmed through component causality of continuity on the upstream sensor flex tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.